Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The caller reported that the customer had a blood glucose level of 424 mg/dl, which was treated with a manual injection and a set change. Caller stated that the customer's blood glucose level was coming down byt the time of the call. The caller also reported that there was an air bubble in the reservoir. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.